Event description:
A ventilator was returned to the MFR for routine preventive maintenance. The device was not in pt use.

Manufacturer narrative:
During the eval of the device at the MFR's service center, an issue related to the lcd display screen was observed. The ventilator's lcd display screen was replaced to address the issue.